Event description:
The left ventricular lead exhibited high capture threshold and diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
The reported events of inadequate capture and extra cardiac stimulation were not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.